Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr 90 cm destination device along with the dilator mated was received for product evaluation at. Visual inspection revealed no damage on the sheath or dilator assemblies. Functional testing was performed, the sheath hub was connected to the luer collar of the sheath and was flushed to observe if any leakage was present. No leakage was observed through the valve. IFU states: "do not use power injector through the side tube and three way stopcock. The complaint cannot be confirmed for fluid issues since the device performed without any issue. Based on the available information, although the exact cause of the event cannot be determined, the use of a power injector violating the IFU likely led to the damage. The leakage may also have occurred if the luer collar was not securely tightened to the sheath hub. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved destination was used during the procedure. When power injecting through the sheath with a .035 glidewire advantage in the sheath and without the wire, contrast sprayed from the valve on both instances. No blood leaked otherwise. The patient's condition was stable. There was no patient injury, medical/surgical intervention required. The procedure was completed. Additional information was received on 22oct2020. The procedure performed was a right leg angiogram up and over.